Manufacturer narrative:
Date of report: 29nov2018. Date of manufacturer: 28nov2018. The sensor printed circuit board assembly was returned and tested; no failures were identified. The error ventilator inoperable could not be duplicated.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 20sep2018. Philips fse (field service engineer) confirmed error code 5001 error in log (5001: gas supplies lost: safety valve open alarm). Philips fse replaced the sensor printed circuit board to address the error found in the log. The unit passed all performance tests and is ready to be returned to service.

Event description:
The customer reported that the unit alarmed ventilator inoperable. There was no patient or user harm reported. The event date was not specified; estimate used.